Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw (B)(4)) on 16-oct-2013. The most recent information was received on 18-jun-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/device location of device: one was found lodged in fundus of uterus/location of the perforation: fundus of uterus"), device dislocation ("migration of implant/was found laying in bottom of pelvis/migrated to the injury(ies) or complication please describe: pelvic surgery to locate and remove second coil that had migrated to the bottom of my pelvis"), pregnancy with contraceptive device ("pregnancy/pregnancy (no complications)"), abdominal pain lower ("sharp, stabbing pain my lower abdomen on the right side/constant pain"), dizziness ("lightheaded"), loss of consciousness ("passed out"), menorrhagia ("heavy periods with blood clots/abnormal bleeding (vaginal, menorrhagia)"), ovulation pain ("pain with ovulation - ovulation feels like giving birth"), loss of libido ("lack of libido"), fatigue ("fatigue") and dyspareunia ("pain during sex/dyspareunia (painful sexual intercourse)") in an adult female patient (gravida 5, para 4) who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "having a difficult time placing". The patient's past medical history included multi gravida and parity 3. Previously administered products included for an unreported indication: zoloft and mirena. Concurrent conditions included anxiety, depression, vertigo, epigastric discomfort, nausea, headache, diabetes in pregnancy and intestinal adhesions. Concomitant products included alprazolam (xanax). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion disability). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criterion disability) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced dyspareunia (seriousness criterion disability) and dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion disability), dizziness (seriousness criterion disability), loss of consciousness (seriousness criterion disability), loss of libido (seriousness criterion disability), fatigue (seriousness criterion disability), palpitations ("heart palpitations"), depression ("depression"), abdominal pain ("abdomen pain"), proctalgia ("rectum pain"), fallopian tube spasm ("left tube was having spasms") and procedural pain ("the pain was awful!"). On an unknown date, the patient experienced ovulation pain (seriousness criterion disability). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (pelvic surgery to locate and remove second coil that had migrated to the bottom of my pelvis.). Essure was removed on (B)(6) 2014. In 2011, the pregnancy with contraceptive device had resolved. At the time of the report, the uterine perforation, device dislocation, dizziness, loss of consciousness, menorrhagia, loss of libido, fatigue, dyspareunia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, proctalgia, fallopian tube spasm and procedural pain outcome was unknown, the abdominal pain lower and depression had not resolved and the ovulation pain outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, loss of consciousness, loss of libido, menorrhagia, ovulation pain, palpitations, pregnancy with contraceptive device, procedural pain, proctalgia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils on the right side, 1 trailing coils on the left side. Post operative diagnosis: same pius on one side no essure coils were identified. On the other side, the coil was noted 'to be imbedded 'into the fundal serosa and myometrium and not in the tube. Spill noted from bilateral ureters. Underwent extensive adhesiolysis. Hysterectomy with bilateral salpingectomy laparoscopic exploratory pelvic surgery to look for and remove other essure coil left behind after hysterectomy. Both the left and right coils had migrated and dr could not locate one of the missing coils during original hysterectomy surgery. They explained that they thought I must have passed it previously during either child birth or with a period. Dr agreed to look for said coil. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: negative cerebral CT scan. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, menorrhagia., pelvic pain, palpitation¿s. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and medical record received. Reporter's information was updated. Events added: abnormal bleeding (vaginal), dysmenorrhea (cramping), rectum pain, procedural pain, device insertion difficulty, fallopian tube spasm, abdominal pain. Preferred term of event perforation of organs was updated from perforation to uterine perforation. Concomitant conditions, concomitant drug, lab data and historical conditions were added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number menstrual 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Event description:
This case was initially received via regulatory authority (reference number: mw5031654) on 16-oct-2013. The most recent information was received on 27-oct-2017. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant"), pregnancy with contraceptive device ("pregnancy"), abdominal pain lower ("sharp, stabbing pain my lower abdomen on the right side/constant pain"), dizziness ("lightheaded"), loss of consciousness ("passed out"), menorrhagia ("heavy periods with blood clots"), ovulation pain ("pain with ovulation - ovulation feels like giving birth"), loss of libido ("lack of libido"), fatigue ("fatigue") and dyspareunia ("pain during sex") in a female patient (para 5) who had essure (batch no. 632031) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion disability). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion disability), dizziness (seriousness criterion disability), loss of consciousness (seriousness criterion disability), menorrhagia (seriousness criterion disability), fatigue (seriousness criterion disability), dyspareunia (seriousness criterion disability), palpitations ("heart palpitations") and depression ("depression"). On an unknown date, the patient experienced ovulation pain (seriousness criterion disability) and loss of libido (seriousness criterion disability). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion disability), dizziness (seriousness criterion disability), loss of consciousness (seriousness criterion disability), menorrhagia (seriousness criterion disability), fatigue (seriousness criterion disability), dyspareunia (seriousness criterion disability), palpitations ("heart palpitations") and depression ("depression"). On an unknown date, the patient experienced ovulation pain (seriousness criterion disability) and loss of libido (seriousness criterion disability). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgery to remove essure) and surgery (surgery to remove essure). Essure was removed in (B)(6) 2014. In 2011, the pregnancy with contraceptive device had resolved. At the time of the report, the perforation, device dislocation, dizziness, loss of consciousness, menorrhagia, fatigue and dyspareunia outcome was unknown, the abdominal pain lower and depression had not resolved and the ovulation pain and loss of libido outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, depression, device dislocation, dizziness, dyspareunia, fatigue, loss of consciousness, loss of libido, menorrhagia, ovulation pain, palpitations, perforation and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: final assessment lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), "processing essure cases in (B)(4)." Medical assessment the reported medical events are not indicative for a quality deficit per se. Contraceptive failure may occur under any contraceptive. No further ae case reports have been received to date in relation to batch no. 632031. No batch signal could be identified. No complaint sample was provided for further technical investigation. The review of the lot history records found that the product met product release specifications. At time of this medical evaluation the technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on 27-oct-2017: summons received: reporters were added. Event migration of implant, perforation of organs, pain added and case classification updated to potential legal case. Essure removal date added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031654) on 16-oct-2013. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/device location of device: one was found lodged in fundus of uterus/location of the perforation: fundus of uterus'), device dislocation ('migration of implant/was found laying in bottom of pelvis/migrated to the injury(ies) or complication please describe: pelvic surgery to locate and remove second coil that had migrated to the bottom of my pelvis'), pregnancy with contraceptive device ('pregnancy/pregnancy (no complications)'), abdominal pain lower ('sharp, stabbing pain my lower abdomen on the right side/constant pain'), dizziness ('lightheaded'), loss of consciousness ('passed out'), menorrhagia ('heavy periods with blood clots/abnormal bleeding (vaginal, menorrhagia)'), ovulation pain ('pain with ovulation - ovulation feels like giving birth/ I am sitting in much pain right now due to ovulation/ I am sitting in much pain right now due to ovulation'), loss of libido ('lack of libido'), fatigue ('fatigue') and dyspareunia ('pain during sex/dyspareunia (painful sexual intercourse)' in an adult female patient who had essure (batch no: 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "having a difficult time placing". The patient's medical history included multi gravida and parity 4 (on (B)(6) 2001), (on (B)(6) 2004), (on (B)(6) 2008), (on (B)(6) 2011). 2009, hysterosalpingogram to confirm sterilization by essure procedure done but the results were not reported. On (B)(6) 2009, a urine pregnancy test is negative. Previously administered products included for an unreported indication: zoloft and mirena. Concurrent conditions included anxiety, depression, vertigo, epigastric discomfort, nausea, headache, diabetes in pregnancy and intestinal adhesions. Concomitant products included alprazolam (xanax). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion disability). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criterion disability) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced dyspareunia (seriousness criterion disability) and dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion disability), dizziness (seriousness criterion disability), loss of consciousness (seriousness criterion disability), ovulation pain (seriousness criterion disability), loss of libido (seriousness criterion disability), fatigue (seriousness criterion disability), palpitations ("heart palpitations"), depression ("depression"), abdominal pain ("abdomen pain"), proctalgia ("rectum pain"), fallopian tube spasm ("left tube was having spasms"), procedural pain ("the pain was awful!") And anxiety ("anxiety"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and pelvic surgery to locate and remove second coil that had migrated to the bottom of my pelvis.). Essure was removed on (B)(6) 2014. In 2011, the pregnancy with contraceptive device had resolved. At the time of the report, the uterine perforation, device dislocation, dizziness, loss of consciousness, ovulation pain, loss of libido, fatigue, dysmenorrhoea, abdominal pain, proctalgia, fallopian tube spasm, procedural pain and anxiety outcome was unknown, the abdominal pain lower and depression had not resolved and the menorrhagia, dyspareunia and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, loss of consciousness, loss of libido, menorrhagia, ovulation pain, palpitations, pregnancy with contraceptive device, procedural pain, proctalgia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils on the right side, 1 trailing coils on the left side. Post operative diagnosis: same pius on one side no essure coils were identified. On the other side, the coil was noted 'to be imbedded 'into the fundal serosa and myometrium and not in the tube. Spill noted from bilateral ureters. Underwent extensive adhesiolysis. Hysterectomy with bilateral salpingectomy laparoscopic exploratory pelvic surgery to look for and remove other essure coil left behind after hysterectomy. Both the left and right coils had migrated and dr could not locate one of the missing coils during original hysterectomy surgery. They explained that they thought I must have passed it previously during either child birth or with a period. Dr agreed to look for said coil. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on (B)(6) 2013: results: negative cerebral CT scan. Hysterosalpingogram: on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet received : outcome of the events dyspareunia and abnormal bleeding added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031654) on 16-oct-2013. The most recent information was received on 28-feb-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant"), pregnancy with contraceptive device ("pregnancy"), abdominal pain lower ("sharp, stabbing pain my lower abdomen on the right side/constant pain"), dizziness ("lightheaded"), loss of consciousness ("passed out"), menorrhagia ("heavy periods with blood clots"), ovulation pain ("pain with ovulation - ovulation feels like giving birth"), loss of libido ("lack of libido"), fatigue ("fatigue") and dyspareunia ("pain during sex") in a female patient (para 5) who had essure (batch no. 632031) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion disability). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion disability), dizziness (seriousness criterion disability), loss of consciousness (seriousness criterion disability), menorrhagia (seriousness criterion disability), fatigue (seriousness criterion disability), dyspareunia (seriousness criterion disability), palpitations ("heart palpitations") and depression ("depression"). On an unknown date, the patient experienced ovulation pain (seriousness criterion disability) and loss of libido (seriousness criterion disability). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2014. In 2011, the pregnancy with contraceptive device had resolved. At the time of the report, the perforation, device dislocation, dizziness, loss of consciousness, menorrhagia, fatigue and dyspareunia outcome was unknown, the abdominal pain lower and depression had not resolved and the ovulation pain and loss of libido outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, depression, device dislocation, dizziness, dyspareunia, fatigue, loss of consciousness, loss of libido, menorrhagia, ovulation pain, palpitations, perforation and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2018: quality-safety evaluation of product technical complaint. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.